Event description:
The hospital reported finding a crack in the sheath tubing in the location of the tie off. The pt had to be kept under anesthesia 45 minutes more than normal. The reason for this was due to the nurses having to change out the introducer and reinsert the swanz catheter. There was no pt injury.